Manufacturer narrative:
A hillrom service technician tested the bed and found the bed to be working as designed. The clinician described experiencing unexpected bed exit functionality causing her to believe the bed exit function was not working properly. However when tested the bed functioned as designed. Therefore the alleged failure of the bed exit to alarm is likely attributed to use error. Hillrom will be providing in-servicing to the staff members. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in nov 2019. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
A (B)(6) year old patient with a known history of dementia, confusion, a fall risk, and restlessness was found on the floor. The patient sustained a fractured left femoral neck that required a left hip hemiarthroplasty. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).